Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation summary: the affected device was returned for evaluation. Started with a visual inspection. No abnormalities in the appearance of the product related to the reported event could be confirmed. Functional test / performance test conducted. It was confirmed that there was a gas leak from inside the main unit. The root cause is a leak from dislodgement due to aging of the tube. The disconnected tube was reconnected to correct the issue. P200dnamb device passed all the functional & performance tests after the repair.

Event description:
It was reported that there was a suspected leak. There was no patient involvement and no patient harm/adverse event reported.